Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be) for urge frequency and urge incontinence. It was reported that the trial patient had a loss of stimulation. The patient stated that they ¿had stimulation in the past¿. The patient thought the leads had moved. The patient switched to the left side at 4.8 and the controller showed cannot reach desired settings, contact clinician message. Additional information received on non. 27, 2017 confirmed they had switched sides yesterday and turned the stimulation up to 4.2. Then the patient went to the store and, when they were walking around, their legs started to hurt. When the patient arrived home, they turned the stimulation down to 3.7 and stated they felt better. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any actions/interventions or diagnostics performed for the issue. It was unknown if the issue was resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.